Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during dwell 3. They advised the caregiver (cg) that air had entered the setup. They recycled power and se 2367 alarmed. They had the cg close all the clamps/transfer set and recycle the power again to press go to start. They explained to the cg any lines not being used during therapy needed to remain clamped. They advised the cg they would need to start over with new supplies or use manual supplies to complete therapy and inform the peritoneal dialysis registered nurse (pdrn) of the se 2240. The cg would use manual supplies to complete the therapy. The hc was operational. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There were open clamps on the unused supply lines. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A batch review was not performed as the lot number was unknown.